Event description:
The leads were returned to the manufacturer after being explanted with no information. The leads subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis revealed that the inner insulation had breached mio. All conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, all insulators had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, and the lead was stretched. (B)(4) the full lead was returned in segments and analysis revealed that the inner insulation had breached mio. It was also noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, all insulators had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.